Event description:
The patient reported that since they received the device, they have not been feeling well. The device is still in use. No further patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.